Event description:
On (B)(4) 2012, customer reported that they cannot unscrew the cartridge chemistry (cc) sample probe, on the dxc 800 pro, for replacement and the top of the probe has brown residue, which is mostly likely evidence of a leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and replaced the cc sample probe and the level sense bead. This resolved the issues.

Manufacturer narrative:
(B)(4).